Event description:
An ophthalmic surgeon reported that there was poor cutting of the probe during a vitreoretinal procedure. It is unknown if there was aspiration of the probe at the time of the event. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).